Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely tortuous and severely calcified mid right coronary artery (rca). The lesion was pre-dilated with a 1.3x10mm non-bsc and a 1.5x15mm maverick 2 balloons. The 2.5x8mm quantum maverick mr balloon was inflated to 10 atm, and the balloon burst on the first inflation. The procedure was completed with a different device. No patient complications were reported and patient status is good.